Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ above the pelvic bone\fibroids with pain') in an adult female patient who had essure (batch no. 958712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine contraception from 2008 to 2009, miscarriage from 2008 to 2009, multigravida from 2008 to 2009, parity 4 ((B)(6) 2012, (B)(6) 2012, (B)(6) 2008, (B)(6) 2007, (B)(6) 2006, (B)(6) 2000) from 2008 to 2009 and smoker. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) in (B)(6) 2019 for contraception. In 2012, the patient experienced migraine ("migraines/headache"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding), increase amount of blood loss") and menstruation irregular ("irregular period on and off period would stop"). In (B)(6) 2012, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pollakiuria ("bladder or urinary problems or changes frequent urination"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids with pain") with tumour pain. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and bone pain ("pelvic bone pain"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding\bleeding on and off"), headache ("headaches"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse"), tooth disorder ("dental problems"), dizziness ("dizziness, feeling faint"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain upper ("stomach pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, iron, magnesium, omeprazole (prilosec) and surgery (laparoscopic total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, headache, migraine, nausea, weight increased, dizziness, vaginal haemorrhage and abdominal pain upper had resolved and the menstruation irregular, hormone level abnormal, cystitis, urinary tract infection, the last episode of female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, dyspepsia, uterine leiomyoma, pollakiuria, bone pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, bone pain, cystitis, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, menstruation irregular, migraine, nausea, pelvic pain, pollakiuria, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: removal recommended by treating physician: yes. She had received treatment for bleeding. Trailing coils: left 4, right 3. Patient stated she went to the ER twice due to pain above the pelvic bone. Bilateral removal of fallopian tubes and hysterectomy on (B)(6) 2019. Patient did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received-new reporter , medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ above the pelvic bone') in an adult female patient who had essure (batch no. 958712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On(B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea,"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue,") and gastrointestinal disorder ("gastrointestinal or digestive disorder") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, headache, hormone level abnormal, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, fatigue, gastrointestinal disorder and weight increased outcome was unknown. The reporter considered bladder disorder, cystitis, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: removal recommended by treating physician: yes she had received treatment for bleeding. Trailing coils: left 4 right 3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ above the pelvic bone\fibroids with pain') in an adult female patient who had essure (batch no. 958712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine contraception from 2008 to 2009. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) in (B)(6) 2019 for contraception. In 2012, the patient experienced migraine ("migraines/headache"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding), increase amount of blood loss") and menstruation irregular ("irregular period on and off period would stop"). In (B)(6) 2012, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pollakiuria ("bladder or urinary problems or changes frequent urination"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids with pain") with tumour pain. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and bone pain ("pelvic bone pain"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding\bleeding on and off"), headache ("headaches"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse"), tooth disorder ("dental problems"), dizziness ("dizziness, feeling faint"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain upper ("stomach pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, iron, magnesium, omeprazole (prilosec) and surgery (laparoscopic total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, headache, migraine, nausea, weight increased, dizziness, vaginal haemorrhage and abdominal pain upper had resolved and the menstruation irregular, hormone level abnormal, cystitis, urinary tract infection, the last episode of female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, dyspepsia, uterine leiomyoma, pollakiuria, bone pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, bone pain, cystitis, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pollakiuria, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: removal recommended by treating physician: yes she had received treatment for bleeding. Trailing coils: left 4 right 3 patient stated she went to the ER twice due to pain above the pelvic bone. Bilateral removal of fallopian tubes and hysterectomy on (B)(6) 2019. Patient did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received. Event:dysmenorrhea (cramping) were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ above the pelvic bone\fibroids with pain') in an adult female patient who had essure (batch no. 958712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine contraception from 2008 to 2009. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) in (B)(6) 2019 for contraception. In 2012, the patient experienced migraine ("migraines/headache"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding), increase amount of blood loss") and menstruation irregular ("irregular period on and off period would stop"). In (B)(6) 2012, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids with pain") with pain. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding\bleeding on and off"), headache ("headaches"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse"), tooth disorder ("dental problems"), fatigue ("fatigue"), dizziness ("dizziness, feeling faint"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, iron, magnesium, omeprazole (prilosec) and surgery (laparoscopic total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, headache, migraine, nausea, weight increased, dizziness, vaginal haemorrhage and abdominal pain upper had resolved and the menstruation irregular, hormone level abnormal, cystitis, urinary tract infection, the last episode of female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, dyspepsia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, cystitis, dizziness, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: removal recommended by treating physician: yes. She had received treatment for bleeding. Trailing coils: left 4 right 3 patient stated she went to the ER twice due to pain above the pelvic bone. Bilateral removal of fallopian tubes and hysterectomy on (B)(6) 2019. Patient did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: pfs received events " stomach pain, abnormal bleeding (vaginal)" were added. Outcome of events " weight gain, headache, abnormal bleeding, nausea, dizziness, stomach pain" were updated as recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ above the pelvic bone\ fibroids with pain') in an adult female patient who had essure (batch no. 958712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine contraception from 2008 to 2009. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) in (B)(6) of 2019 for contraception. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines/headache"). In (B)(6) of 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) and menstruation irregular ("irregular period"). In (B)(6) of 2012, the patient experienced dyspepsia ("heartburn"). In (B)(6) of 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) of 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids with pain"). In (B)(6) of 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) and the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse). In (B)(6) of 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding\bleeding on and off"), headache ("headaches"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse"), tooth disorder ("dental problems"), fatigue ("fatigue") and dizziness ("dizziness") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, iron, magnesium, omeprazole (prilosec) and surgery (laparoscopic total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, weight increased and dizziness had resolved and the menorrhagia, menstruation irregular, headache, hormone level abnormal, cystitis, urinary tract infection, the last episode of female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, dyspepsia and uterine leiomyoma outcome was unknown. The reporter considered bladder disorder, cystitis, dizziness, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: removal recommended by treating physician: yes she had received treatment for bleeding. Trailing coils: left 4 right 3 patient stated she went to the ER twice due to pain above the pelvic bone. Bilateral removal of fallopian tubes and hysterectomy on (B)(6) 2019. Patient did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new events added: apareunia (inability to have sexual intercourse), irregular period, menstrual bleeding on and off, fibroids with pain, and dizziness. Event outcome provided.start date of events bladder or urinary problems or changes, infection (bladder/urinary tract/vaginal), menorrhagia (heavy menstrual bleeding), nausea, dyspareunia (painful sexual intercourse), pain/ above the pelvic bone, weight gain added. Event migraines updated to migraines/headache. Event gastrointestinal or digestive disorder updated to heartburn. Treatments added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ above the pelvic bone\fibroids with pain') in an adult female patient who had essure (batch no. 958712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine contraception from 2008 to 2009. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) in (B)(6) 2019 for contraception. In 2012, the patient experienced migraine ("migraines/headache"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding), increase amount of blood loss") and menstruation irregular ("irregular period on and off period would stop"). In (B)(6) 2012, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pollakiuria ("bladder or urinary problems or changes frequent urination"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids with pain") with tumour pain. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and bone pain ("pelvic bone pain"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding\bleeding on and off"), headache ("headaches"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse"), tooth disorder ("dental problems"), dizziness ("dizziness, feeling faint"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, iron, magnesium, omeprazole (prilosec) and surgery (laparoscopic total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, headache, migraine, nausea, weight increased, dizziness, vaginal haemorrhage and abdominal pain upper had resolved and the menstruation irregular, hormone level abnormal, cystitis, urinary tract infection, the last episode of female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, dyspepsia, uterine leiomyoma, pollakiuria and bone pain outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, bone pain, cystitis, dizziness, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pollakiuria, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. No further causality assessment were provided for the product. The reporter commented: removal recommended by treating physician: yes. She had received treatment for bleeding. Trailing coils: left 4 right 3 patient stated she went to the ER twice due to pain above the pelvic bone. Bilateral removal of fallopian tubes and hysterectomy on (B)(6) 2019. Patient did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: plaintiff fact sheet received. Events added from pfs- bladder or urinary problems or changes frequent urination, pelvic bone pain. Onset date of event urinary tract infection, fatigue were updated. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ above the pelvic bone') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 958712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), cystitis ("infection (bladder/ urinary tract/ vaginal) type: bladder/ urinary tract"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: bladder/ urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea,"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue,") and gastrointestinal disorder ("gastrointestinal or digestive disorder") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, headache, hormone level abnormal, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, fatigue, gastrointestinal disorder and weight increased outcome was unknown. The reporter considered bladder disorder, cystitis, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: removal recommended by treating physician: yes. She had received treatment for bleeding. Trailing coils: left 4 right 3. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: reporter details, lab data, lot number were added. Events hormonal changes, infection (bladder/ urinary tract/ vaginal) type: bladder/ urinary tract, apareunia (inability to have sexual intercourse)¸ bladder or urinary problems or changes, migraines, nausea, dental problems, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain/ loss specify which one: weight gain, gastrointestinal or digestive were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.